Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. Serial = (B)(4) (device b) and serial = (B)(4) (device c); other # = h50a6l (batch # for devices b and c); exp date = 12/31/2015 (devices b and c), MFR date: 1/31/2011 (devices b and c). (B)(4). Procedure was prolonged. Additional information received on (B)(4) 2011: the surgeon said that only 1 device was used. He said that it may be a possible that his registrar fired the gun twice, but he doesn't know for sure. The registrar is on leave this week and can't be contacted until (B)(6). The scrub nurse is also on leave this week. The team leader, who reported the incident, was available today. He said the wrong lot number must have been reported for the "faulty" gun by mistake. That was the only gun used in theatre that day. Additional information received on (B)(4) 2011: the hospital provided the lot# h43658. Please confirm that the hospital stated that this was the lot# of the device involved in the incident. Lot# h43658 was reported incorrectly by the hospital. The returned used device (batch # g51m9k) does not belong to the lot# h43658 (so, it is probable that the returned device was not involved in the incident) the returned used device was the one that was involved in the incident. It was not possible that the hospital made a mistake by returning the wrong device as this was there was only 1 case and only 1 instrument used on the day. It is also possible that to the lot h43658 has no relation with the device used in the procedure (in other words, the hospital did not keep records of the device actually used in the procedure) lot# h43658 was reported by the hospital by mistake and had no connection with the incident. The other possibility: "the fact that the washer is indented means that the firing stroke on where that anvil was used was incomplete or outside the firing range. Now if that device had another cutaway washer inside the casing suggest that either the device was fired twice, first firing complete and broke the washer, or the anvil returned on the device is from another device that we did not get to analyzed." Only 1 device was used and that was the device returned for analysis (gun & anvil). The consultant surgeon did not fire the device, his assistant did. It may be possible that she fired the device twice, but this could not be confirmed. It was not possible that the hospital made a mistake by returning the wrong device as this was there was only 1 case and only 1 instrument used on the day. Device (a) arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, another washer was received inside casing - casing half only. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur, the device will not transect the tissue completely resulting in difficulties to remove the device. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition, the staple retainer was received. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. Device c arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a procedure, the registrar placed the gun transanally and the consultant connected the anvil. The registrar then closed the gun half way down the green firing range and the consultant asked her to close a bit more. The gun fired and the "crunch" was heard and felt as expected. The registrar opened the gun 3/4 of a turn but was unable to remove from the patient. The consultant then came to the bottom end and eventually removed the gun with some difficulty. The donuts were checked and found intact as expected. Due to the difficulty of removing the gun, a leak test was carried out to check the anastomosis was sound. Bubbles were seen indicating that there was a leak. The surgeon had to increase the size of the pfannenstiel incision in order to locate the leak. The consultant then discovered that the colon was not connected to the rectum and there didn`t appear to be any staples present. The patient had prostate cancer, so it was not possible to attempt a second stapled anastomosis. A hand sewn anastomosis was performed to reconnect the colon to the rectum. The patient was stable after surgery. Additional information being requested.

Event description:
.